Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, cracked battery tube threads, scratched display window and cracked case near display window corners noted during visual inspection. The insulin pump was monitored. All operating currents tested within spec range. No unexpected low battery alarms noted. Device passed excessive no delivery alarm test. No error alarms noted. Missing segments due to cracked zebra connector on lcd board. Device passed prime test, displacement, basic occlusion, occlusion and excessive no delivery alarm test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. Customer stated error occurred during battery change. The blood glucose at the time of the incident was 260 mg/dl. Troubleshooting was not able to resolve the issue. It was also reported that signal to low alarmed during normal use. The device was returned for analysis.